Event description:
Medics responded to a cardiac call, patient asystole on arrival. Patient connected to quick-combo adult pacing/defibrillation/ECG electrodes and pacing was started, and mechanical capture was achieved. The device operator noticed after pacing for some time that they had lost muscle twitch and capture on the device display. Pacing was restarted and the pacing current was increased in the unsuccessful attempt to regain capture. Reportedly pacing would intermittently stop and had to be restarted multiple times. The pt was not resusitated. The reporter stated pt outcome not due to device operation. The reporter's opinion was based on an assessment of pt's lack of viability.